Manufacturer narrative:
Investigation summary- material 446252 batch 5078961 quality initiated an investigation on customer inquiry in regards of discrepant results, on affirm catalog 446252, batch 5078961, false negative results. Batch history review was performed to the finished product and its components, no deviation was reported on any record. In process and qc testing were within specifications. Visual inspection was performed to the retention sample with satisfactory results. No returned goods sample was available. Functional test was performed with satisfactory results. Complaint is unconfirmed. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
Report 1 of 2: it was reported that during use of bd affirm¿ vpiii microbial identification test, a false negative candida patient result was obtained. A culture confirmation test grew yeast. There was no report of patient impact.

Event description:
Report 1 of 2: it was reported that during use of bd affirm¿ vpiii microbial identification test, a false negative candida patient result was obtained. A culture confirmation test grew yeast. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: mjk, mjm. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.